Event description:
Report received indicated that guidewire stretched during procedure. Guidewire was inspected prior to use and there were no anomalies noted. After wire was removed (unclear from where), it was noted that the device was stretched. There was no guidewire separation present. There are no additional patient, vessel, lesion, or procedural information available to date. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni